Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery the tip of the modular corail application broke off, but was not noticed by the surgeon. In the outpatient follow-up a small metal foreign body, which had previously been superimposed by the prosthesis, appeared in the x-ray image. Since the patient does not feel any discomfort and impingement is unlikely, a revision has not yet been performed, but the situation has been discussed in detail with the patient. No further information received. Doi: (B)(6) 2021 right hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.